Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device misfired. The case was completed with another device of the same product code. No patient consequences were reported. All known information was reported.

Manufacturer narrative:
(B)(4). Yielded jaw; damaged shroud top. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition and with the top shroud damaged, making the device non-functional. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the jaw and shroud condition. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.